Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an inhance set was brought into town for the lab. Upon return to the office following the event, it was identified that the version indicator had broken during transport. Item number to follow.

Event description:
Additional information received states that it broke in two.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "it was reported that a legacy consultants loaner inhance set was brought into town for the lab. Upon return to the office following the event, it was identified by warehouse personnel that the version indicator had broken during transport. Item number to follow". The product was returned to depuy synthes for evaluation. Visual inspection revealed one prong broken from the version indicator. Device had signs of usage on its overall surface and the broken portion was not returned for evaluation. No other anomaly was identified on the device surface. The observed damage can be traced to an unintended use error by improper handling/care of the device; usage of excessive force in a prying motion; or by trailing with the device in a misaligned or off-axis position. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the version indicator would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: b5, d9. Corrected: h3.